Event description:
It was reported that the bd safetyglide¿ needle pulled out of the hub during the vaccine administration and remained in the patient's skin. This occurred with 3 needles. The following information was provided by the initial reporter: "they are saying that at least 3 times from this particular box of needles that after the vaccine is administered the needle stays in the patients skin."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary a device history record review was completed by our quality engineer team for provided material number 306616 and lot number 2094922. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd safetyglide¿ needle pulled out of the hub during the vaccine administration and remained in the patient's skin. This occurred with 3 needles. The following information was provided by the initial reporter: "they are saying that at least 3 times from this particular box of needles that after the vaccine is administered the needle stays in the patients skin."